Event description:
It was reported that the pt was treated with perioperative antibiotics. The pt was diagnosed with infection. The pt did not have meningitis. The symptoms of infection were fever, redness, swelling, and headache. The primary location of infection was the device pocket and catheter track. Cultures were obtained from the device pocket, results were unk. The pt was treated with IV and oral antibiotics as well as a total sys explant. The infection resolved, and the pt experienced no drug withdrawal. The pump contained dilaudid at the time of the event. No concentration or daily dose was reported.

Manufacturer narrative:
(B)(4).